Event description:
During a robotic bronchoscopy with transbronchial biopsy (tbbx) and endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) with an ion articulating catheter, the physician used a cook captura bronch biopsy forceps no spike it was reported that the tech went to use it, open close/open close, went to pull it out but it was stuck open [cups will not close - subject of report] but still came out and was disposed of. Another of the same device was used to complete the procedure. A therapeutic bronchoscope was used to confirm no airway injury occurred. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and the patient was discharged to home [the] same day.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The report states that this device was used with an ion catheter. This device is not intended to be used with an ion catheter. Prior to distribution, all captura bronch biopsy forceps no spike are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.